Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) found that the 24v voltage at the module was missing. To resolve the issue, the fse replaced the pdu (power distribution unit) fan tray and performed functional tests. The defective part was returned for analysis, which conclusively identified a malfunction in psu, caused by the 24v supply from a component. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.